Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer report number: 2017865-2022-38231. During a remote follow up, the patient reported pain around the pacemaker site. Diagnostic imaging was performed and it was noted the device had migrated in the pocket. Additionally, episodes of noise resulting in oversensing and inappropriate mode switching were noted on the right atrial (ra) lead. Lead damage was suspected however, no anomalies were noted when diagnostic imaging was performed. The ra lead was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.